Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged from 150-over 500 mg/dl. During one occurrence, the customer's blood glucose (bg) was over 500 mg/dl. Reportedly that customer delivered correction boluses but could not bring bg down. Customer delivered correction bolus via mdi. Reportedly, the customer replaced the cartridge and continued insulin therapy.